Event description:
The consumer called into customer care concerned about "... A high blood glucose reading today..." It was reported to nova biomedical that a consumer received a blood glucose result of 418 mg/dl. Even though the consumer did not believe this result to be accurate, she administered an additional 10 units of insulin based on the reported result of 418 mg/dl.

Manufacturer narrative:
Test strip lot #10202140287; expiration date: 10/2016; control solution lot number none; nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.